Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "iab did not fully unwrap under fluoroscopy" could not be confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Returned with the sample was supplied 40cc inflation driveline tubing; the returned inflation driveline tubing was visually inspected with no damage or abnormalities noted (inp-4). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-5). The iabc bladder was fully unwrapped (inp-6). No kinks, bends or visual abnormalities were noted to the returned sample. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact (inp-7, inp-8, and inp-9). The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact; no damage or abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized (anp-1). The fos was connected and the iabp zeroed the iabc (anp-2). The pump status displayed "ok" indicating the fiber is fully intact (anp-3). The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. No problem was found with the device and no further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab did not fully unwrap under fluoroscopy". Manual inflation was not attempted. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury occurred. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iab did not fully unwrap under fluoroscopy". Manual inflation was not attempted. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury occurred. The patient status is reported as "fine".

Event description:
It was reported that "iab did not fully unwrap under fluoroscopy". Manual inflation was not attempted. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury occurred. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).